Manufacturer narrative:
(B)(6). (B)(4). Neither device nor relevant imaging studies received. No conclusion can be drawn.

Event description:
Procedure: cervical disc replacement it was reported that the patient underwent cervical disc replacement. A couple of weeks after surgery, the patient experienced an infection at incision. A few months later, she experienced staph infection on her scalp. The patient then had a large boil on her neck, which was also due to staph infection, followed by staph infection on her face. The patient took a lot of antibiotics. She reported her neck to be achy. She also complained of swelling and lack of energy. The patient was concerned she might be experiencing allergic reaction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.